Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that while charging implanted device battery the controller screen went blank/non-responsive. Patient had tried resetting controller and plugging controller into ac power supply to charge controller but this didn't resolve issue. During call battery pack was removed from controller, then empty controller was plugged into ac power supply, screen powered on from ac power supply. No damage was seen to controller battery compartment contacts or to battery pack contacts. When battery pack was inserted controller did not start charging. Controller screen showed a picture of a plug instead of a battery next to the controller battery (indicating that no bp was inserted even t hough bp was inserted). Unplugging and re-plugging controller with bp installed into ac power supply didn't resolve issue, ac power supply light was on. Controller worked with aa's and showed that implant battery was empty, patient said it had been "rough" with things "slowing down" because of the implant battery being depleted and not being able to charge implant battery back up due to controller issue. No physical damage found to recharger antenna (rtm). The issue was not resolved. It was reported the patient received the new lithium battery pack but when they put it in their controller and plugged into the ac power it would not charge. It would state recharging on the screen and then state finished a few seconds later. The patient noted if they disconnected the ac power cord the controller would not power up. A new recharger was requested. Pt says they got the new controller, and are sure they are using new controller and new battery pack but when it goes to the setup for implant screen, if they disconnect the ac power cord from the controller the screen goes blank. Confirmed they are actually using the new equipment and not the old equipment. It turned out the patient just needs to charge the controller, and says its now charging. Once controller is charged they will then unplug ac power cord and setup for implant with rtm.

Manufacturer narrative:
Concomitant medical product: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97745bp serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 recharger (rtm) (serial number (B)(6)) revealed a cleaned system connector, no anomalies were found. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.